Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the lead replaced was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000101330.

Event description:
It was reported that patient experienced ineffective therapy and ipg was unable to enter MRI mode. Lead diagnostics showed that the right lead had multiple high impedances. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The report of ¿unable to set ipg to MRI mode¿ was confirmed. Analysis of returned lead a found a kink on the outer tubing where all internal wires were broken. The report stated the patient had multiple falls which is consistent with the root cause of the fractures and the fractures do not allow for the ipg to be moved into MRI mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.